Event description:
It was reported that the user experienced hypoglycemia while using the ilet bionic pancreas, with fingerstick readings in the 50s mg/dl and associated symptoms after starting pump therapy; device data indicated insulin delivery had stopped as glucose was falling, meal announcements appeared appropriate, and the clinical team noted the pump was in the early learning period with an unclear cause for the sudden drop. Symptoms included sweating, dizziness, and low blood glucose. Outcomes included at-home treatment with oral glucose per the 15/15 rule and no hospitalization. Investigation included case review, glucose data review, user troubleshooting, and education on avoiding overtreatment of lows, with a plan to consult the clinical team regarding potential causes or setting adjustments. Investigation of this case revealed no confirmed device malfunction, with the event characterized as hypoglycemia of unclear cause during initial pump use and ongoing learning. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.